Manufacturer narrative:
Blocks d9 and h3: the omniwire was returned for evaluation. Block h3: the omniwire was returned without the distal end (dome, portion of distal coil, and portion of shaping ribbon), which is approx. 1.05 cm (not stretched) in length. Based on the information received, stated that 5 cm was removed from the patient, which would likely align with a stretched distal coil. The returned portion (separated distal end to the proximal end), measured approx. 189 cm. The expected overall wire measurement is approx. 190 cm ± 5 cm in length. Block h6: the probable cause of the separation was likely damaged during use. Manipulation and strain can damage components and result in the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block b5: photo received confirmed the distal tip separation. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block g2: other- german competent authority. Blocks h3 & h6: the omniwire was not returned for evaluation, thus no returned product investigation was performed. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a diagnostic coronary procedure in a severely calcified mid rca. During retraction, the guidewire went in the wrong vessel, got stuck in the sidearm of the vessel, and separated. The separated portion was successfully removed with a snare and measured approximately 5 cm in length. The patient was discharged as expected with no patient injury reported. This adverse event & product problem is being submitted because the tip of the omniwire separated, requiring additional intervention for removal.